Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the keypad was unresponsive. The blood glucose reading was 128 mg/dl. The customer did not recall any significant event leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damaged at keypad traces. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.